Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device gave an e6 error code and had intermittent operation was confirmed. An assessment was performed on the device which found that the device gives an e6 error code when plugged into the console device confirming the e6 error code. During the functional test the device failed the safety assessment and did not function. During repair it was observed that the thermistor in the flex circuit and locking mechanism were worn out. It was determined that the worn-out thermistor is part of the flex circuit and is what caused the thermistor failure causing the e6 and for the device to not function. The locking mechanism was worn out causing the device to fail the safety assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device displayed an e6 (overheat warning) error code and had an intermittent operation. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.